Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and a blood clot on the catheter was observed. During the procedure, a non MDR reportable error 88 "acurate force reading obstruction" occurred and the force was unable to be measured. The catheter was removed and there was a blood clot at the spring area of the catheter. Additional information was received that blood clot observed was on the external part of the catheter by the housing area of the spring, in addition to blood inside the catheter at the spring area. The blood clot could not be removed so the catheter was changed to another one. There were no issues related to temperature and flow of the catheter. The generator was in power control mode during the procedure. The procedure was completed with no patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. The blood clot observed on the external portion of the catheter is MDR reportable because clots have poor adherence to catheters and therefore poses a potential risk to the patient.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a blood clot on the catheter was observed. During the procedure, a non MDR reportable error 88 ¿accurate force reading obstruction¿ occurred and the force was unable to be measured. The catheter was removed and there was a blood clot at the spring area of the catheter. Additional information was received that blood clot observed was on the external part of the catheter by the housing area of the spring, in addition to blood inside the catheter at the spring area. The returned device was visually inspected upon receipt and a reddish brown material was found inside of pebax. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that there was evidence of scratching and a pinhole induced by an unknown object. This condition might contribute to the reddish brown material observed inside the pebax area. This finding is also MDR reportable as the break in catheter integrity poses a potential risk to the patient from exposure of internal parts of the catheter. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The force feature was working properly. Finally, the force sensor values were found within specifications. The device was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding an error 88 cannot be confirmed. The customer complaint regarding a blood clot at the spring part has been verified.